Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the priming process. The customer did not know the blood glucose reading. The customer stated that the alarm was resolved by a complete infusion set change. She declined return of the infusion set and reservoir for analysis. Upon troubleshooting, the customer stated that the issue was a reservoir occlusion, since she was unable to push insulin through the tubing with the plunger. Nothing further reported.